Event description:
Kimberly-clark received a report stating, ¿the patient was on the table and cannulas were in the patient's back, when the probe was inserted. Without applying any power, an energy surge occurred and the patient was shocked from the surge. The patient 'jumped' on the table when the shock surged. No physical damage to patient was noted and no additional medical intervention was required as a result of the surge. The grounding pad and probe were changed and there were no further electrical surges. The procedure was completed without further incident." (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.